Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from atrial tachycardia that was detected as ventricular fibrillation. The patient was provided oral rate control medication. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.